Event description:
A renegade hi flo catheter was being prepared for use in a therapeutic embolization procedure. It was originally reported the product was noted to have a stripped outer layer upon removal from packaging. The engineering evaluation revealed the unit was broken 34 centimeters from the strain relief with the inner braid exposed.